Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges coughing for 15 days-3 weeks. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center, during the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. During the evaluation, this device has been serviced, inspected, tested, and passed quality inspection and final testing. Error code 83 was found. Section h6, evaluation method code, evaluation results code and conclusion code was updated to reflect this decision. The recall z number was updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges coughing for 15 days-3 weeks. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.